Manufacturer narrative:
Results: although it was initially reported that a sample would be returned for evaluation, a sample was not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6132861. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been initiated with regards to partial/no IV needle retraction and an investigation is underway.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a 23 g x 0.75 in bd vacutainer® winged safety push button blood collection set, an employee obtained a contaminated needle stick injury, possibly due to a needle retraction failure of the safety device. The employee received post exposure lab work.